Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of peritoneal dialysis therapy. During troubleshooting, it was discovered that the heater line was not properly connected and became disconnected. Proper procedures were reviewed with the patient. The patient stated they would skip therapy because the registered nurse (rn) could not be reached. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the patient reported a loose connection which is a known cause for the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.